Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter two photos of 10ml luer-lok syringes (part number 302995) were reviewed. One image shows six packages from the top web side, including product details, with three from batch 5121240, two from 5097487, and one from 5051968. The second image displays a loose plunger rod with an attached stopper that appears wet, consistent with the presence of silicone. The amount of silicone is not excessive and meets product specifications. Silicone has been in use in this application for over 25 years, with estimated distribution well in excess of 30 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see attached silicone guideline. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material #302995. Lot #5051968, 5121240, 5097487. Several 10ml syringes appeared to have moisture or residue on the plungers.